Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, communication with the customer and review of the logs identified that the electrode pads were not plugged in. The device alerted the user to the electrode connection issue multiple times for a long period of time. The unit is no longer beeping since the pads were plugged in. It is recommended that pads are always connected to the unit during standby. The customer resolved the report by attaching the electrode cable. This report has been attributed to incorrect/improper storage of the device by the user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.